Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per china aer database: issue summary: it was reported that the device failed the preuse checkout. There is a large leak and the preuse checkout test cannot be completed. It was reported that the preuse test passed after replacing the patient circuit. No further information is known. There was no injury reported and there is no potential for injury.